Event description:
It was reported that during a da vinci hysterectomy with bilateral salpingo-oophorectomy procedure, the surgeon was unable to activate energy from the endowrist one vessel sealer instrument. In an effort to resolve the issue, the site restarted the system and uninstalled the instrument twice; however, the issue persisted. The site made the decision to install a replacement endowrist one vessel sealer instrument to complete the surgery. There was no allegation that any fragment(s) from the instrument fell into the patient and/or that any patient harm, adverse outcome or injury occurred involving the reported instrument. The planned surgical procedure was completed. On 4/29/2015, intuitive surgical, inc.(isi) contacted the initial reporter of this complaint. According to the initial reporter the endowrist one vessel sealer instrument was recognized upon installation onto the patient side manipulator (psm) on the patient side cart (psc); however, the instrument never worked. The initial reporter indicated that the jaws on the instrument opened and closed; however, when the surgeon activated energy from the foot pedal from the surgeon side cart (ssc), there was no activation of energy noted. The initial reporter indicated that it is unknown if any error messages displayed when the issue occurred. According to the initial reporter, the patient's outcome was good and there were no reports that the patient experienced any post-surgical complications.

Manufacturer narrative:
Isi received and evaluated the instrument. Failure analysis investigation was unable to confirm the customer reported failure mode. Visual inspection of the instrument found that the instrument's blade was not exposed, there was no damage to the conductor wire or the snake wrist. There was some bio-debris found at the instrument's tip. The instrument installed on an in-house is3000 system passed self-check testing. The instrument also passed cut and energy delivery testing with no issues noted. The instrument passed a gage gap test at .003, and a straight test of 7.45. The instrument's pitch was 7.43 and the instrument's yaw was 7.56. The instrument also passed electrical continuity testing. This complaint is being reported due to the following conclusion: during a da vinci hysterectomy with bilateral salpingo-oophorectomy procedure, when the surgeon pressed the pedal on the ssc, allegedly there was no indication that energy was coming from endowrist one vessel sealer instrument. If the reported malfunction were to recur, it could cause or contribute to an adverse event. Based on the information provided by the site and isi's failure analysis findings, it is indeterminable as to what caused or contributed to the reported failure mode experienced by the site.